Event description:
This MDR is being filed based on the investigational findings of the returned unit, in which the tip was found to be separated.

Event description:
It was reported that the guide wire was unable to exit the guide wire exit notch. Reportedly, there was no patient injury. This MDR is being filed based on the investigational findings.